Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that encountered the issue, replaced both batteries to fix the problem and completed the pm with full calibration. However, the customer's maintenance agreement does not cover batteries. The customer stated that since there is no longer a doctor at the hospital that deals with cardiology, they no longer need the iabp. The customer also stated that they did not want to pay for batteries since they will not be using the iabp unit. The customer removed the iabp unit from clinical use and quarantined the iabp device. The fse re-installed the original batteries and removed the pm sticker, and informed the customer that the iabp unit is not safe for use and before putting back in use, there needs to be a service call placed to replace the batteries and perform a pm on the iabp unit. The customer was advised to contact getinge customer service before putting unit back in use. The iabp was then released to the customer but not cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), that thebattery in slot 1of the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test, it only ran for 30 minutes. There was no patient involvement, and no adverse event reported.